Manufacturer narrative:
As part of investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. An endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The device was returned to the service center and is pending evaluation and microbial testing. The scope will be sent to an independent laboratory for microbial testing. A review of the instrument history showed the scope was last returned for service on 2019 for a loose knob. The evaluation at that time found the knob had excessive play, leaking from loose elevator channel plug due to mishandling and wear/ tear. The scope was repaired and returned to the customer at that time.

Event description:
The service center was informed that the scope cultured positive for an unspecified microorganism. There was no patient involvement. No further information was provided.

Manufacturer narrative:
The customer advised if an ess would be deployed to provide an in-service in reprocessing and to observe the reprocessing they would to coordinate this visit. Additional information was received from the customer that states the scope was cultured and sampled. The microorganisms were detected on the scope¿s elevator and tip. The type of microorganisms that were detected were escherichia coli. The device was not used on a patient with a known infection of the same microorganism. The device culturing is a standard process at (B)(6). There was nothing in particular that triggered the device sampling and culturing. The scope was cultured on (B)(6) 2020 (negative culture), (B)(6) 2020 (positive culture), (B)(6) 2020 (negative culture). The culturing protocol was developed at (B)(6), which is a modification of the endoscope testing protocol developed by the cdc. The scope was not eto sterilized. The customer is not aware of any patient infection related to this scope. The customer is also not aware of any patients being cultured related to this scope. The cleaning and disinfectant solutions used with the endoscope are first step and intercept. The minimum effective concentration is being checked per the manufacturers ifus. The type of aer being used to reprocess the scope is dsd edge serial number (B)(4). There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning with a single use brush. The model and manufacturer of the brush is a us endoscopy double-header channel & control head combo, ref 00711609. Pre-cleaning is being performed immediately after a procedure. Pre-cleaning is being performed per the manufacturers ifus. The scope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester is an olympus mu-1. There have not been any issues noted with the aer. The last preventative maintenance (pm) for the aer was on june 7, 2020 at 9:35am. The last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was provided on november 6, 2020. There has not been any change in the facility¿s reprocessing personnel since the last on-site visit with an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored per the manufacturers ifus. In addition, the scope was sent to an independent laboratory for microbial testing. The scope's air/water, auxiliary water instrument /suction channels and the distal end were cultured and tested positive for the following microorganisms: bacillus subtilis and staphylococcus hominis. The scope was then ethylene oxide (eto) sterilized and returned to the service center. The scope is currently pending evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and legal manufacturer investigation results. A visual inspection was performed on the scope with an olympus boroscope and found no signs of foreign material inside the biopsy channel. Additionally, there is no foreign material on the surface of the video scope. The forceps elevator was positioned in the up direction, and verified that there was no debris, or foreign material wedged inside the groove of the elevator. The bending section cover glue was found discolored at both ends of the bending section. The scope passed the leak test. Additionally the scope¿s forceps cover was noted to be missing. The bending section glue was found cracked and the light guide was found buckled. The scope passed the leak test. The scope ID chip sowed 630 total uses. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the result of the investigations shows that bacteria were detected in the forceps elevator mechanism, air/water feeding channel and balloon suction channel of the subject device. In consideration of the current information, the following are the probable factors: failure to perform the cleaning procedures according to the IFU. The product was cleaned by a cleaning method deviating from the IFU. Some damages such as flaws inside each channel caused insufficient efficacy in cleaning despite the proper cleaning method. The indicated phenomenon occurred twice with the same device and same serial number. The result of the investigations showed that the event could have been caused by insufficient reprocessing procedures by the facility as the same manner of the previous complaint. Therefore, the feedback was performed by providing the facility members with training for proper reprocessing procedures according to the IFU based on this investigation results. The facility was requested to report the result of the feedback to olympus shirakawa plant. As the result, it was confirmed that the endoscopy support specialist visited the facility to reprocess the endoscope for the facility members. Chapter 7 cleaning, disinfection and sterilization procedures warning. All channels of the endoscope, including elevator wire and balloon channels where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.